Event description:
It was reported that; this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock and two untreated episodes. The technical services (ts) recommended an in-office troubleshooting to evaluate lead mechanical integrity and lead/device connection and additionally recommended performing x-rays. The ts also mentioned that the scenario involving sense b circuit which affects the primary and alternate vector, may be present. It was mentioned that the r-waves in secondary vector were not large enough for proper sensing, and due to the uncertainty of the sensing in primary and in the view of the patient's overall status it was decided to turn the device off. This device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock and two untreated episodes. The technical services (ts) recommended an in-office troubleshooting to evaluate lead mechanical integrity and lead/device connection and additionally recommended performing x-rays. The ts also mentioned that the scenario involving sense b circuit which affects the primary and alternate vector, may be present. It was mentioned that the r-waves in secondary vector were not large enough for proper sensing, and due to the uncertainty of the sensing in primary and in the view of the patient's overall status it was decided to turn the device off. This device remains implanted. No additional adverse patient effects were reported.